Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9220391, medical device expiration date: 2020-05-31, device manufacture date: 2019-08-08, medical device lot #: 9260290, medical device expiration date: 2020-06-30, device manufacture date: 2019-09-17, medical device lot #: 9184805, medical device expiration date: 2020-04-30, device manufacture date: 2019-07-03.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083. (1 of 2) location: phlebotomy. Per email: I am writing to inquire about the blue top sodium citrate vacutainers we currently have in stock at our used facility. Lot 9220391 exp 05-31-20. We are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083 (1 of 2) location : phlebotomy per email: I am writing to inquire about the blue top sodium citrate vacutainers we currently have in stock at our used facility. Lot 9220391 exp05-31-20 we are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for overfill with the incident lots was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.